Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the hospital on (B)(6) 2020. Review of the stored electrograms revealed inappropriate shocks caused by over-sensing on the right ventricular lead that occurred on (B)(6) 2020 and (B)(6) 2020. Patient also received inappropriate antitachycardia pacing therapy. Patient's device was initially reprogrammed to address the issue. Patient then underwent surgery to explant and replace the lead on (B)(6) 2020. Patient condition was stable after the procedure.